Manufacturer narrative:
Concomitant medical products: shell with cluster holes porous 60 mm o.d. Size mm for use with mm liners; item # 00875706001; lot # 61297998. Biolox delta ceramic taper liner, size mm / 36 i.d. For use with 60 mm o.d. Size mm shell; item # 00877501436; lot # unknown. The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on unknown side and underwent revision due to pain, dislocation and metallosis.